Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient implanted with artificial urinary sphincter (aus) some years ago had an erosion of the cuff. All components removed earlier in 2020. Patient underwent a surgical procedure to implant a new aus.